Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent inguinal hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 and a right inguinal exploration, recurrent right inguinal herniorrhaphy with mesh, a right hydrocelectomy and an umbilical herniorrhaphy. It was reported that the patient experienced severe left inguinal pain and urination difficulties. No additional information is provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.